Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. The insulin pump was received stuck in a motor error alarm loop during bolus delivery. The motor position encoder error alarm is unable to be confirmed due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked battery tube threads, reservoir tube lip, and a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer received four motor error alarms and a motor position encoder error alarm from his insulin pump. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.